Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d3, d4 expiration date, g1, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number: 1644408-2022-01196; 509-02-036, s809 - trauma, s803 - dislocation;s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Electronic 3500a form delayed due to issues establishing my production.